Event description:
It is reported that a dislocation of tuberculum majus occurred after a surgery completed on (B)(6) 2012. No pain was identified. Prosthesis was converted to anatomical shoulder (as) inverse / reverse without removal of the stem during a revision surgery completed on (B)(6) 2012.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. Should additional info become available and / or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. (B)(4).